Manufacturer narrative:
Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was noted the feedbar and floor were bent. Due to the damage to the instrument, the clips were firing out of the top of the jaws. No conclusion could be reached as to how the damage to the instrument occurred. Each instrument is evalauted during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
During a laparoscopic cholecystectomy, the clips on the device would slide out of the top or bottom side of the jaws. This instrument was fired four times with the same results. Another device was used to complete the case. The instrument was from a ftr72. There was no consequence to the pt. Clinical follow up: 1/31/97 1419 message and 800# left for md call back. 2/3/97 1830 nncl sent.